Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms. Reportedly, the customer works as an electrical linemen and is regularly exposed to high voltage areas. To resolve the issue, the customer cleared the alarm and resumed insulin delivery. Blood glucose level ranged from 150-175 mg/dl.